Event description:
It was reported the device was explanted due to infection (staph aureus). The pt status was not reported. Additional info has been requested, but was not available on the date of this report.

Manufacturer narrative:
The device was returned to the manufacturer for analysis which was not complete as of the date of this report. A follow up report will be submitted when device analysis is complete.